Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector was blocked during the flush. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we had another report of a mp5301-c today which wouldn¿t flush.. This second one from the emergency department. All totaled we have had 5-7 complaints from three separate xxx departments without resolution. Response received on (B)(6) 2023. Can you please confirm if the lot number of the affected product is 22089448? If no, can you provide the lot number? Lot 22089448. What is the quantity of product that would not flush? 1 set. Was there any adverse event or serious injury reported? No. Was the tubing still coiled with tape in place during priming/flushing? No. How much fluid is in the drip chamber prior to priming the rest of the set ? Not recorded. How far in the bag is the spike? Not recorded. What IV bag is in use? Manufacturer, brand & size (50ml, 100ml, etc) baxter, size not given. What steps do you take to help when you do not see flow? Massage tubing, squeeze infusion bag, other technique? Got another set".

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported by the customer that they had another report of a mp5301-c which wouldn't flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5301-c because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.